Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 367 mg/dl. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.